Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, the patient faced bent cannula with two infusion sets. Next day ((B)(6) 2023), the patient again faced the similar issue due to which she experienced high blood glucose level. Therefore, they tried to treat it with bolus via the pump, but on (B)(6) 2023, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was up to 800 mg/dl, and she sustained a heart attack which was not related to high blood glucose level. Moreover, the infusion set had been used for at least one day and the site location was patient's abdomen. During hospitalization, the patient received unknown fluids intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.